Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02, (sn (B)(4)), device evaluation indicated that the ipg passed electrical test performed. The device exhibited the post explant symptoms of analog integrated circuit damage due to high-voltage transients such as excessive sleep current, and low impedance between vh to ground. It was reported that electrocautery was used during the procedure. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the unbroken electrodes. Current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1 ((B)(4)). Sc-8120-50, (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The paddle lead had lost integrity, the body was cut. Moreover, one of the wires was burned by electrocautery. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.